Event description:
(B)(4). My insurer covered the procedure. I had the mirena surgically removed due to migration and my gyno suggested essure due to less invasive procedure. I have severe shooting and piercing pain, cramping, heavy excessive bleeding 3 days to 1 month 2 to 3 times a month, fatigue, hair loss, rashes, stomach fluttering and headaches.